Manufacturer narrative:
.

Event description:
The hcp reported that, the pt presented and was hospitalized with withdrawal symptoms. The specific symptoms reported were sweating, pain, and increased spasticity. The hcp was going to check the pump for any alarms or errors and was considering further troubleshooting.